Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation after experiencing a fall approximately 2-3 weeks ago. It was also reported the ipg was functional after the fall but is now unable to communicate with external devices. Troubleshooting was performed with new external devices but did not provide resolution. In turn, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. Therapy was restored post-operative.